Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that the patient experienced inaccurate cgm values. The day of the event, at 12:15 am, the patient´s blood glucose level would have dropped to a very low level. The cgm reading was below 60 mg/dl, but no specific reading was reported. The patient was treated by their wife with orange juice and 2 spoons of sugar. No specific symptoms were reported, but at 01:30 am the patient´s wife called an ambulance. No fingerstick reading was reported, but the patient was given peanut butter, crackers, juice, and jelly was brought to the hospital. At that time the cgm reading was around 104 mg/dl. At the hospital the patient was treated with intravenous fluids, but no fingerstick readings were reported from that moment either. No further medication was reported and the patient was discharged the day after the event at 11:30 am. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.